Manufacturer narrative:
The concomitant device(s) are unknown at this time. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has an occipital (off-label) and a thoracic system. The issue described herein pertains to the occipital lead. It was reported the patient's right occipital lead was protruding through the skin. As such, surgical intervention was undertaken on (B)(6) 2017 during which the lead was secured deeper in the original location.